Manufacturer narrative:
The endophthalmitis guide and the article "recommended practices for cleaning and sterilizing intraocular surgical instruments" from ascrs and asorn were provided to the facility. Additional info has been requested to assist in the investigation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when additional reportable info becomes available. This report was mailed to FDA on: 12/22/2008.

Event description:
The surgeon reported endophthalmitis two days following a posterior pars plana vitrectomy on the right eye (2008). Two days later, the patient underwent a second surgery. The anterior chamber was cleaned and membranes were removed. In addition, the surgeon administered intravitreous antibiotics to the patient and a vitreous culture was performed. The culture results were negative. Two days later, a third intervention was performed because the condition of the patient did not improve. A phacoemulsification was performed to extract the crystalline lens and extra capsular extraction (ecce) was also required. Finally, a pars plana vitrectomy was done. The patient's prognosis is reported as good.